Event description:
It was reported that during a navigation procedure at the user facility that the ortholock lost its grip and the device's pins became loose. No patient involvement or procedural delays were reported with this event.

Manufacturer narrative:
Product not available.

Event description:
It was reported that during a navigation procedure at the user facility that the ortholock lost its grip and the device's pins became loose. No patient involvement or procedural delays were reported with this event.